Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection was performed and showed there is debris at the distal output. The piston assembly was received in a middle position. Functional inspection was performed and showed there was no water flow as the feed line was connected to the water supply. The pump cartridge was disassembled. The cartridge was assembled correctly. The high-pressure ball was seized in it's respective opening by what appears to be rust. Root cause is determined to be maintenance the manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a ent procedure, the water on a versajet ii exact disposable handpiece 45 degree x 14 mm cannot squirt. There was no delay and procedure was finished with a smith and nephew device.